Event description:
Additional information indicates that this patient underwent system integrity testing and there was a short circuit error revealed on the rv lead while performing a 1.1 joule shock. Subsequently, the physician capped the patient's chronic rv lead and placed a new rv lead. The patient's crt-d remains in-service. No further complications were reported.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) system was emitting tones. The patient was evaluated in the clinic and one isolated out of range shock impedance measurement was found. Pocket manipulation and chest x-ray did not reveal any abnormal findings. All measurements were in range when tested in the clinic. The physician decided to discharge the patient with intensified follow-ups. No adverse patient effects were reported. This product remains in-service.

Event description:
Additional information indicates that disk analysis was performed by engineering and confirmed that there was no faults present on the device; however, there was a previous fault for the low out of range impedance measurement; however when the fault was cleared the indication of a fault is no longer present on the device therefore the save all to disk did not show a present fault. Engineering recommended evaluating the integrity of the lead.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.